Manufacturer narrative:
Complaint confirmed, the screw broke. Only a 3mm long fragment was returned. Likely causes include prying/leveraging the device, continually applying torque if the implant is not moving.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a mini cfs case one of the 1.6mm x 13mm cortical screws, ar-1816-06-13, was inserted and was a tad too long. When the surgeon went to remove it the head of the screw broke off. Broken piece will be returned for evaluation. Two screws were used in the case, lot 1065053 and lot 2684661. It is unknown which of the two was the one that broke. The body of the broken screw, approximately 11-12 mm, was left in the patient. The surgeon had drilled the appropriate screw hole as prep for insertion. The appropriate self retaining driver was used for insertion. The fracture was successfully reduced and completed.